Event description:
Covidien received a report that during p.o.s.t (power-on-self-test), it was noticed that the unit did not have an audible tone. There was no pt involvement.

Manufacturer narrative:
The reported failure was isolated to the main pcb by the customer. This report is no longer manufactured, and parts are no longer available for replacement. This info was provided to the customer.